Event description:
The customer contacted stryker to report that their device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the issue when the device was received. However, the code points to the therapy pcb assembly. Stryker duplicated the issue by transferring the therapy pcb assembly to a mockup device. The therapy pcb assembly was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed therapy pcb assembly was further evaluated, and it was observed that the pcb had corrupt/missing paddles control software due to an unknown part failure. The cause of the reported issue was isolated to the therapy pcb assembly, however further cause could not be determined.

Event description:
The customer contacted stryker to report that their device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.